Event description:
The rptr did meter to lab comparison tests, an hour apart. Rptr went to the lab at the hospital and had a test with a result of 140 mg/dl. Rptr went home and tested on the meter, and rptr's reading was 102 mg/dl. Rptr did not have any symptoms. A control test was not done due to unavailability of supplies. On f/u, the rptr states checking the test strip confirmation dot when testing. Rptr's testing technique is accurate. Rptr cleans the meter on a regular basis and does control solution testing. No harm was alleged.